Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Medical records were received. The post operative diagnosis states failed left total hip replacement. Notes contained within the operative report state that metallosis debris was found in the joint and the cup was grossly loose.